Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review shows that the wrong foot pedal was used by the user (right instead of left) which turns off both vacuums and system went out from the treatment screen back to the main screen. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause can be determined conclusively as a user error. (B)(4).

Event description:
A customer reported, after second suction was achieved and the laser was activated the laser returned to the start screen during lasik flap creation of the left eye. The patient was redocked and treatment finished normally. Additional information has been requested.